Event description:
A cartridge change error was reported with the pump. The customer's blood glucose level did not exceed 500 mg/dl and remained within a safe range. The customer was guided by technical support to inspect and clean the pump, ensuring the cartridge was properly installed. After following the instructions, the customer successfully completed the loading process and resumed insulin therapy.